Event description:
Boston scientific became aware of an event where a neuroform2 microdelivery stent system was being prepared for delivery. The stabilizer was advanced into the microdelivery catheter to about 1-cm from the stent, then a transend ex.014"/205 floppy guidewire was loaded through the microdelivery catheter/stabilizer system. The guidewire passed the stent, but would not go all the way through the system and it was felt that the stabilizer had a blockage, or some other problem. The guidewire was removed, and the stent cme out with it. It was noticed that there was some flaky grey material on the stent came out with it. Oit was noticed that there was some flaky grey material on the stent, possibly and hydrophilic coating from the guidewire. The stent was not introduced into the pt. The pt was not treated, as vasospasm was developed during attempts to access the aneurysm with a different neuroform2 microdelivery stent system (MFR. Report# 6000078-2005-00032).